Event description:
Medtronic received information that 19 days following the implant of this transcatheter bioprosthetic valve, the patient died. Sepsis was the cause of death. It was reported that the patient developed septic shock after a prolonged hospital stay and passed away. It was reported that the patient was treated with broad spectrum antibiotics. The death was reported as unrelated to the valve but related to the implant procedure. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).